Manufacturer narrative:
An authorized philips remote service engineer (rse) confirmed that this was a one-time reading on the patient that appeared to be too high. The customer had replaced the blood presure cuff and extension tube. The cuff placement and size were the same during monitoring and after the exchange. No treatment was required for the patient, due to this issue. The rse indicated this was an occasional malfunction. The equipment is still in normal use in the department. Based on the information available and the testing conducted, the cause of the reported problem was unknown, as this was an occasional malfunction and the cuff and tubing had already been replaced. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mp5 monitor indicating that the non-invasive blood pressure measurement (nibp) was incorrect. The 47-year-old male with a 7-year history of hemodialysis, a one-month history of poor catheter flow, and a one-week history of chills was hospitalized for treatment. Upon admission, nibp was 127/78 and during monitoring the nibp was 190/160. As the pressures were quite different, staff did not believe the pressure had changed that much and exchanged the monitor, which obtained nibp in the normal range.